Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer called to report that a pod occlusion alarm was received in conjunction with high bg's (311 - over 400 mg/dl). Blood was noticed in the cannula, but the cannula was not kinked. The pod will be returned for evaluation.